Event description:
A malfunction alarm identified as malfunction 9 was reported, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.